Manufacturer narrative:
As no further information concerning the report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the right ventricular lead was repositioned due to dislodgement. Dislodgement was discovered by loss of capture and no sensing. Patient also experienced diaphragmatic stimulation and is not therapy dependent. No additional adverse patient effects were reported.